Manufacturer narrative:
Section d catalog number was corrected. Dyspnea/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that the patient had another impella cp successfully placed via the 14 x 13 peel-away sheath. The second impella was also successfully weaned after rest and recovery. Both devices were discarded and unavailable for return.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 58 year old female patient with known coronary artery disease and diabetes mellitus presented with an acute myocardial infarction and cardiogenic shock, classified as society for cardiovascular angiography and interventions shock stage e. The patient underwent percutaneous coronary intervention of the left anterior descending artery, the left circumflex artery, and obtuse marginal branches 1/2/3, and was on respiratory support prior to impella cp placement following the intervention. The impella device was weaned after providing support, and the patient was transferred to the intensive care unit. However, she subsequently became unstable and required mechanical ventilation, prompting a complaint to be filed. A second impella cp device was placed via the right femoral artery, after which the patient survived. The case was coded as additional device required and device revision or replacement. However, it is unlikely that the first impella cp device caused the respiratory deterioration that necessitated placement of the second device.